Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high mg/dl in the cgm. The high bg was caused by pump battery depleting. Customer required assistance addressing high bg by assisting getting her settled and addressing the bg with bolus from pump. Reportedly, the customer fell unconscious and niece helped her to the ground, she wound up hitting the back of her head causing a bit of a "goose-egg".